Event description:
It was reported the patient developed an infection in the ipg pocket site. As a result, the ipg was explanted and patient placed on oral antibiotics to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
An event of infection was reported to abbott. The patient was placed on oral antibiotics and the infection cleared. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.